Manufacturer narrative:
Age. This value is the average age of the patients reported in the article as specific patients could not be identified. Sex. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Product code may also be out. The article does not state which device was used in the 2 patients who died. If information is provided in the future, a supplemental report will be issued.

Event description:
Cohen je, gomori jm, leker rr, spektor s, abu el hassan h, itshayek e. Stent and flow diverter assisted treatment of acutely ruptured brain aneurysms. Journal of neurointerventional surgery. 2018;10(9):851-858. Doi:10.1136/neurintsurg-2017-013742 medtronic literature review found reported of patient complications in association with stent and flow diverter assisted treatment of acutely ruptured brain aneurysm. The neuroendovascular devices used in the patient was at the discretion of the neurosurgeon which included both medtronic devices and non-medtronic devices. The article does not differentiate patient adverse events with the type of device implanted. The purpose of this article was retrospectively review clinical records of patients treated by stent techniques during the early acute phase of aneurysmal rupture. The authors reviewed 47 cases of patients: the average age was 38 years, 20 were female and 27 were male. 42/45 patients presented with a modified rankin scale (mrs) score of 0-2 at the 9-12 month follow-up. There were no post-procedure hemorrhagic complications. The article does not state any technical issues during use of the solitaire or flow diverter. The following intra- or post-procedural outcomes were noted: 1. 2 patients died. No information was provided on relatedness or cause of death.